Event description:
According to the available information, a 7-month-old patient was hospitalized for trigonocephaly. It was impossible to deflate the balloon. The catheter had been in place since the previous day. The urologist performed a procedure to puncture the balloon inside the bladder and remove the catheter. Second-line analgesics were administered prior to the procedure.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.